Event description:
It was reported that the physician cut the right ventricular (rv) lead during a valve repair surgery. The rv lead subsequently experienced loss of capture and was unable to sense intrinsic r-waves. The lead's pacing function was programmed off, and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm implantable cardioverter defibrillator (ICD): (B)(6) 2012; a 5076 implantable pacing lead: (B)(6) 2012; a 5071 (x's 2) implantable pacing lead: (B)(6) 2012; a 5866 adaptor (B)(6)2012. (B)(4).